Event description:
Had 62cc of fluid drawn off [knee effusion]. Knees were very swollen and painful [swelling of l knee]. Knees were very swollen and painful [aching (l) knee] ([condition worsened]). Case narrative: upon internal review on 09-jan-2020, this case initially processed as non-serious was updated to serious as event of had 62cc of fluid drawn off was updated to medically significant (due to emergency room treatment). This case is linked to case (B)(4) (multiple devices; for right knee). Initial information received on 02-jan-2020 regarding an unsolicited valid serious case received from patient. This case involves a (B)(6) years old female patient who experienced knees were very swollen and painful (latency 1 day) and had 62cc of fluid drawn off (latency few days), while she was treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s), family history and concomitant medications were not provided. Patient has received hylan g-f 20, sodium hyaluronate in her knees every couple of years since 2012 without any problems until now. On (B)(6) 2019, the patient received treatment with hylan g-f 20, sodium hyaluronate injection in left knee at a dose of 6ml, once via intra-articular route (batch number unknown) for bilateral knee osteoarthritis. Information on batch number was requested. On (B)(6) 2019, after latency of 1 day, patient knees were very swollen and painful and she put ice on them. On (B)(6) 2019, the next morning, saturday, the pain was worse and by sunday, (B)(6) 2019, they were even worse. Patient called the doctor's office twice that weekend. The second time, she was advised to go to ER when she had 62 cc of fluid drawn off (assessed as medically significant). Her knees were now worse than they were before hylan g-f 20, sodium hyaluronate. Patient was crying because now she was under financial strain and her knees were even worse. She requested financial reimbursement for hylan g-f 20, sodium hyaluronate and her medical expenses due to the adverse event experienced and she was tearful whatever mercy the company might be able to provide, as she was self-employed, could not work due to the event and her knees worse after hylan g-f 20, sodium hyaluronate. As of (B)(6) 2020, her knees were still not right. Action taken: not applicable for all events. Corrective treatment: ice for knees were very swollen and painful; not reported for other event. Outcome: not recovered/not resolved for knees were very swollen and painful; unknown for had 62cc of fluid drawn off. A product technical complaint was initiated on 03-jan-2020 for synvisc one, batch number: unknown; gptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Final investigation completion date was not provided follow up information was received on 02-jan-2020 from other health professional. No significant information was received. Additional information was received on 09-jan-2020 from other healthcare professional: ptc results were received and added to the case. Text amended accordingly. Upon internal review on 09-jan-2020, this case initially processed as non-serious was updated to serious as event of had 62cc of fluid drawn off was updated to medically significant (due to emergency room treatment).